Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,4.1mm,sbm,8 (tsv4b8) and unknown zimmer driver was not returned at pbg. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item number. No pre-existing conditions were noted on the per. Pictures or x-ray images were not provided. DHR review could not be performed, as the lot number of the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history for the unknown zimmer driver could not be performed without the appropriate information (lot or item number). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable for either device. A definitive root cause could not be identified. The following sections have been updated:

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device was not returned.

Event description:
It was reported that an unknown driver disengaged the implant and fell. Procedure was completed with another implant. Tooth location 13.